Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) section e.1: the initial reporter phone: (B)(6). The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. The stent component was still attached to the delivery wire and still inside the introducer; however, the positioning coil of the delivery wire was separated from the core wire. The issue reported in the complaint regarding the impeded condition of the stent is confirmed based on the separated condition of the delivery wire. This damage suggests that the delivery wire was pushed or retracted against resistance sufficiently to damage the distal end of the delivery wire, increasing the friction between delivery system and microcatheter. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9616882. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure on (B)(6) 2026, the 4mm x 23mm enterprise 2 stent (encr402312 / 9616882) was impeded in the proximal end of the concomitant microcatheter (unspecified brand) and could not advance further. The physician only retracted the stent and replaced it with a new stent to complete the procedure using the same microcatheter. There was no negative impact on the patient. On 15-jan-2026, additional information was received. Per the information. The procedure was targeting the middle cerebral artery (mca) with calcification; the vessel diameter was 2.6mm. Continuous flush was maintained through the microcatheter during the procedure. A micro guide wire was used successfully with the concomitant microcatheter (unspecified brand) prior to the reported issue. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rotating hemostasis valve (rhv) during the device advancement. ¿push has resistance and cannot be delivered.¿ the information indicated there was no clinically significant delay to the procedure as a result of the reported issue. Based on the additional information received on 20-feb-2026, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿